Manufacturer narrative:
Model and lot number were unknown by the reporter. Date of implantation surgery was reported as the (B)(6) of 2017. Product is export only. No 510(k).

Event description:
After implantation of a humeral plate, one of the screws backed out. Due to pain, the surgeon removed the hardware on (B)(6) 2018. While removing one of the screws, the surgeon rocked it back and forth until it came out. The foreign distributor was allowed to examine the screw and was able to determine that the screw was not defective and the event was likely due to other factors.